Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported performa system blood glucose results of 2.8 mmol/l and 13.4 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips: however, the test strips are no longer available.